Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided . Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. Initial reporter name - unknown. Health professional: unknown. Occupation - unknown.

Event description:
The user facility reported that the angio-seal device was deployed properly, however hemostasis was not achieved. As of last night, there were no reports of any further complications. The doctor deployed the angio-seal in the left femoral artery following a right sfa (superficial femoral artery) intervention. There had previously been a 6 fr destination sheath in. There was no blood loss or adverse events reported to me at this time. It is unknown if there were any angioseal components left in the patient. The physician destroyed the remainder of the angio-seal tube making sure there was nothing left in the tube. Additional information was received on 21august2020: the sheath size used was a 6 fr. A pre deployment angiogram was performed. Deployment was made and suture line was cut. There was no report of a cold leg the next day. The patient was in stable condition. Hemostasis was achieved by manual compression.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.